Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to low and then high blood glucose. The caller stated that the insulin pump is failing. The blood glucose reading at time of his admission was 170mg/dl. The customer stated that after drawing and testing, it was concluded that his blood glucose was all over the place. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.